Event description:
Patient underwent a right total hip replacement using the depuy pinnacle/summit system, metal on metal. Surgical and recovery period were uneventful. Patient developed swelling and discomfort. It was felt this was potentially a metal on metal reaction or hypersensitivity reaction so he was brought to the or for conversion to a polypropylene liner.